Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that he did not feel as good as when he first came home from the hospital. The patient was concerned the "device is not working right". The ICD is still in use. No further complications have been reported as a result of this event.